Event description:
A customer reported that during a procedure, poor aspiration was experienced and the footswitch had poor contact. The handpiece was switched out to complete the case. There was no harm to the pt .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).